Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had audio/beep anomaly. Customer's blood glucose level was 4.7 mmol/l at the time of the incident. It was reported that the insulin pump was vibrating louder than it was before and that it sounded like there was something loose inside. It was reported that there was a rattling sound although when gently shaken, there was no sound of anything loose. It was reported that the customer was advised that the insulin pump needed to be replaced. He insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rattling sound during testing. No loose components inside the pump during visual inspection. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.